Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument is unavailable for evaluation. The broken tip is not secured via any mechanical thread or feature which would prohibit it from becoming separated from the set screw. Creo quick-connect driver tip is made from 465 or 455 stainless steel which is commonly used in surgical tools and instruments and is not intended to be implanted. No determination could be made as to the cause of the breakage.

Event description:
During final tightening, the driver tip broke off in the set screw. The set screw was then sealed into the tulip, with the driver tip sealing the set screw leaving no way to remove or revise.